Manufacturer narrative:
The insulin pump alarmed button error and intermittent button response due to corroded keypad traces. The device had broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while she wasn't able to clear it. Customer's blood glucose was 92 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.